Event description:
It was reported that while viewing an examination on a pacs (picture archiving and communications system) workstation, the site reported that, in 20 examples throughout the year the computerized tomography (CT) exam reports are being assigned to incorrect exams. The report info may belong to other pts info leading to a misdiagnosis. This event is not isolated to a single workstation, radiologist or particular event. It does not occur all the time and is not immediately obvious to the caregiver. However, the event did not cause any harm or potential injury to a pt during this instance.

Manufacturer narrative:
The reported situation is currently under investigation. The situation has been duplicated and engineering clarified that the issue is related to an f12 key issue. The reported problem exists with the use of the f12 key where a wrong report could be attached to an exam when f12 key was quickly depressed before the report jacket was completely loaded for a new exam.